Event description:
The customer contact reported a split in the soluset of the tubing set; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of 10% dextrose in water, at an unspecified rate. It was reported that during priming of the tubing set prior to patient use, the nurse squeezed the soluset of the tubing set. At this time, it was reported that an unspecified volume of solution reportedly exploded in the face of the nurse. During visual examination at the user facility, it was noted that the soluset was split, straight down. No specific details were provided. There were no reported adverse effects to the nurse. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported split of the cylinder of the soluset were identified. The device was not returned to hospira for testing and investigation; therefore, attributing of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.